Event description:
As reported, the shaft of a 5f mynx control vascular closure device (vcd) could not enter an unknown sheath, so it could not be used. There was no reported patient injury. The vcd was being used for hemostasis in a percutaneous transluminal angioplasty (pta) procedure. Additional information was requested but not provided. The device is being returned for evaluation. Addendum: the sealant was partially exposed from the sealant sleeves on product evaluation.

Manufacturer narrative:
As reported, the shaft of a 5f mynx control vascular closure device (vcd) could not enter an unknown sheath, so it could not be used. There was no reported patient injury. The vcd was being used for hemostasis in a percutaneous transluminal angioplasty (pta) procedure. Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was partially exposed but remained mounted on the unit delivery shaft. Regarding the sealant sleeve condition, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. A dimensional analysis of the slit length of the sealant sleeves could not be executed due to the frayed/split/torn condition of the sealant sleeves. A simulated deployment test evaluation was performed to ensure functionality. The unit operated as intended, deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling in the distal direction, the distal tip and buttons 1 and 2 were depressed in the instructed sequence. Verification of compatibility with the sheath per the device instructions for use (IFU) could not be completed, as the catheter sheath introducer (csi) was not returned for this evaluation. Furthermore, the attempt to perform the insertion/withdrawal test using a laboratory sample was unsuccessful due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the functional insertion/withdrawal test could not be completed due to the frayed/split/torn sealant sleeves. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.